Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 1,250 mcg/ml fentanyl, 30 mg/ml bupivacaine, 500 mg/ml ketamine, 650 mcg/ml unknown baclofen, and 25 mg/ml dilaudid via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that a motor stall was seen at initial interrogation and the patient had not recently had an MRI. The pump status and/or event logs report showed motor stall occurred and the motor stall was active. The logs showed a motor stall on (B)(6) 2017. The rep was at the pump replacement case and the pump was explanted and replaced on (B)(6) 2017. The connection between the pump and catheter was replaced as well. A total prime of 0.33 ml over 20 minutes was performed. No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the motor stall on (B)(6)2017 was not determined. It was unknown if the explanted pump was to be returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2017: dilaudid (concentration: 25.0 mg/ml, dose rate: 4.996 mg/day), baclofen (concentration: 650.0 mcg/ml, 129.89 mcg/day), bupivacaine (concentration: 30.0 mg/ml, dose rate: 5.995 mg/day), fentanyl (concentration: 1,250.0 mcg/ml, dose rate: 249.8 mcg/day), and ketamine (concentration: 500.0 mcg/ml, dose rate: 99.92 mcg/day). If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer.

Manufacturer narrative:
Analysis of the device found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a motor stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.